Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: distal shaft separation in patient requiring medical intervention. Device issue: distal shaft separation. It was reported that resistance was felt while inserting the stent delivery system (sds) into the proximal rca. Thus, the guiding catheter was deep seated; however, strong resistance was still felt. An attempt was made to retrieve the sds; however, it failed as the guiding catheter was twisted in the radial artery. After having resolved the twisting problem, the sds remained stuck in the radial artery, and could not move at all. Finally, the sds was removed from the catheter; however, the distal stent portion of the sds remained inside the patient body. A 4 mm snare device was used to retrieve the separated portion from the patient successfully. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary - quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the hub, hypotube, inflation lumen, in the guide wire lumen, inflation lumen, and balloon. There was contrast visible in the inflation lumen. The stent implant was dislodged from the balloon and returned. The stent implant was mangled the entire length. The balloon was loosely folded. There were crimp marks visible on the balloon between the markers. The distal shaft was separated by the guide wire exit notch. The material at the separation was jagged and torn. There were several kinks the entire length of the hypotube. There was no other damage noted to the sds. The used guiding catheter was not returned. The tip seal length was measured and met manufacturing criteria. The stent implant outer diameters could not be measured due to the damage to the stent implant. No functional testing could be performed due to the sds being separated. Product performance engineering reviewed the incident information. Analysis of the device found that the stent implant was dislodged from the loosely folded balloon, though there were crimp marks visible between the markers, suggesting that it had been crimped in the correct position during manufacturing. The dislodged stent implant was returned mangled, such that the outer diameter could not be measured to determine how it may have contributed to the difficulty advancing and resistance experienced. The shaft of the sds was separated at the guide wire exit notch, where the material was jagged and torn. Based on the incident information and returned device analysis, it appears that as the resistance was experienced and tension was applied to the sds, the shaft stretched and then separated. There was blood both on the outside and inside of the sds, which may have been the result of the shaft separating within the patient anatomy. Although the dislodged stent implant was not reported in the incident information, it is possible that as the device experienced resistance, it dislodged. Furthermore, the stent implant may have dislodged after the shaft separated and as the distal shaft was retrieved with the snare. Based on the incident information, it appears that the root cause of the separation was the operational context of the device, though a root cause for the failure to cross and resistance experienced during the procedure cannot be determined. In addition to the separation, the sds was returned with several kinks along the length of the shaft. The kinks may have been the result of handling during the procedure, retrieval with the snare, or packaging and return to abbott vascular for analysis. However, a root cause for the kinks cannot be determined. Reportedly, force was used to retract the sds when resistance was experienced. The device instructions for use (IFU) states: "should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit," as well as "failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components." A review of the device lot history records did not reveal any non-conforming material reports which could have contributed to the difficulties experienced. There are no indications of a lot specific product quality issue. A conclusive root cause could not be determined for the failure to cross, resistance, or kinks, and the shaft separation appears to be related to the operational context of the device. This MDR is considered closed by the product performance group.